Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), hydrosalpinx ("left side hydrosalpinx") and device breakage ("there was still a piece of essure on right side") in a (B)(6)-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, (B)(4) years after insertion of essure (ess205), the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), fatigue ("severe fatigue") and device expulsion ("on left side, essure moved to the uterus"). On an unknown date, the patient experienced complication of device removal ("there was still a piece of essure on right side"). The patient was treated with surgery (bilateral adnexectomy was performed). At the time of the report, the abdominal pain, hydrosalpinx, device breakage, pelvic pain, fatigue, device expulsion and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device removal, device breakage, device expulsion, fatigue, hydrosalpinx and pelvic pain with essure (ess205). The reporter commented: a promontofixation was planned and with total or subtotal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Hydrosalpinx. The analysis in the global safety database revealed (B)(4) cases. Device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.